Event description:
The manufacturer received information alleging the active exhalation control module failed during service pre-testing on a trilogy ev300 ventilator at the customer site. The device was not in use on a patient at the time of the occurrence. It was determined the 3-way solenoid valve, and the proportion valve would require replacement to address the active exhalation control module pre-test failure. Device repair is pending. At this time, the manufacturer is unable to confirm the alleged malfunction. The root cause has not been confirmed at this time. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information that a trilogy ev300 ventilator was reported to have failed active exhalation verification testing during device pre-test by a philips field service engineer. There was no patient involvement and no harm or injury reported. The 3-way solenoid and proportional (active exhalation control module) valves were replaced to address the testing failure. The device passed all functional and safety tests after completion of repair. The ventilator was returned to clinical use with no operational limitations.